Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition. The pump was returned to the biomedical engineering department with an unsigned note stating, "plum buzzer failure." No tracking info was provided; therefore, specific pt info, pump programing or event details were not available. During testing at the user facility, the device sounded an audible alarm tone during an alarm condition. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device has been received. Testing is not complete. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).